Event description:
"Inadvertent pressing of keypad lockout switch caused by wrapping power cord around pump and between pump and IV pole. This caused an alarm with a pump-failure message". The facility's safety coordinator reported that as a result, a failure code 500 occurred. The reported event occurred while the pump was infusing to a pt. According to the safety coordinator, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, medication being infused, or set up of the infusion device.